Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume(iipv) was confirmed in the event history log review. The cause was determined to be an unexpected high ultra-filtration and a software error: drain line occlusion. During testing, the device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device met product specification in relation to the reported condition. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 206 alarm during the drain on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to press stop and go. The hc moved to press go to start. The tsr explained the alarm and asked how much he drained during the manual drain. The hp stated he did not do a manual drain. The hp stated the hc started acting up last night. The hp stated he checked everything and couldn't find anything wrong so he turned the hc off. The hp became upset and did not want to answer any further questions.the nurse was contacted and stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications.